Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump displayed high pressure alarm. Subsequently, the patient switch to the back up pump. The alarming pump was replaced. No reported adverse effects.

Manufacturer narrative:
The pump was repaired by the oakdale service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the device returned for "high pressure".pump was repaired. Replaced faulty dso. Replaced cracked front and rear housings. Replaced eight-position keypad and overlay as part of the repair process. Calibrated device and reinstalled software . Device passed all functional and delivery tests. The stated problem was verified. Problem source is unknown.